Event description:
It was reported that during a hemorrhoidopexy procedure, the device was fired and seemed to be well. When doctors inspected the staple line manually, they felt there may be an incomplete section (approx. 1cm). Not noted how case completed. There was no patient consequence.